Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, a conformable gore tag thoracic endoprosthesis was implanted in zone 3 to repair a debakey type iiib (stanford type a) aortic dissection. On an unknown date, the patient was discharged in good condition with the exclusion of the false lumen in the ascending aorta and thrombosis of the false lumen in the treatment region. On (B)(6) 2015, a new entry was identified at the entrance of the left subclavian artery where the proximal edge of the tgu282820j was located. On (B)(6) 2016, another conformable gore tag thoracic endoprosthesis was implanted in zone 1 to cover the entry, and a bypass surgery was performed on the left subclavian artery and the left common carotid artery. Final angiography showed no communication into the false lumen. The procedure was concluded without any reported issues.